Event description:
A customer observed pt sample results associated with the incorrect pt demographics using vitros eci analyzer. The results were not reported to the physician. Mis-association of pt demographics and results may lead to innappropriate physican action. There was no report of pt harm as a result of this event.